Event description:
The customer reported that there was an electrical short in the power cord. It caused the system to shut off during use.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found a loose wire in the hosp grade plug on the power cord causing system to shut down during use. He also found the power cord was loose at the back of the workstation. The power cord was readjusted and tightened. The hosp grade plug was repaired as needed. The system now works as intended.